Event description:
Allegedly ten days after injection, the patient developed swelling, induration and lumpiness at the corners of the mouth. The patient was diagnosed with an injection site cellulitis. The patient was prescribed oral prednisone and bactrim. The symptoms initially resolved after three to five days. An update was submitted to manufacturer approximately two weeks later that indicated that the patient condition worsened. The patient developed an abscess, which was drained. Hyaluronidase was administered to dissolve the dermal filler. The patient was prescribed steroids, bactrim and augmentin for 14 days. At the time of this report, the patient is undergoing the drainage and irrigation of abscess.

Manufacturer narrative:
Per product labeling, the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.